Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured between july 21, 2015 and july 22, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed no signs of physical abnormality that could have caused the reported condition. Functional flow rate testing was performed with flow rates within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor underinfused. The device was filled with fluorouracil. The reporter stated the infusor rate was slow and still had 50 ml after seven days of use. There was no patient injury or medical intervention associated with this event. No additional information is available.